Event description:
"There are particles on the vessel dilatator in the sterile package, when they open it in sterile field. It looks like insect larvas." The product was not clinically used.

Manufacturer narrative:
This medwatch reflects five products with the same catalog and lot number.